Manufacturer narrative:
Per -3218 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, an update on the patient following the revision and whether the patient experienced any trauma prior to experiencing pain, has been requested in order to progress with the investigation of this even. An xray was provided which was reviewed. The cup looks well-fixed, and the position of the cup seems correct from anterior direction, but could be too flat from lateral direction, which may lead to impingement. The relevant device manufacturing records have been identified and reviewed at corin. The finished parts associated with these records conformed to dimensional and material specifications at the time of manufacture. No further investigation for this event is possible at this time as no devices were provided. If additional relevant information becomes available to indicate further evaluation is warranted, this record will be reopened. Thus, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distrubutor caused or contributed to this event.

Event description:
Trinity revision of the cup, ceramic head and ceramic liner after approximately 1 year and 6 months due to the patient experiencing pain. Please note: the associated ceramic liner is not cleared for sale or distribution within the USA, and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, an update on the patient following the revision and whether the patient experienced any trauma prior to experiencing pain, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, ceramic head and ceramic liner after approximately 1 year and 6 months due to the patient experiencing pain. Please note: the associated ceramic liner is not cleared for sale or distribution within the USA, and this event occurred outside of the USA.